Event description:
Patient had a matrix orthognathic procedure done on both right and left sides of the mandible on (B)(6) 2012. Each side consisted of one plate and four 1.85mm self-tapping screws. The patient was an in-patient and needed a revision done on the left side of the mandible because the occlusion was noted as completely out of place. Patient underwent a bilateral sagittal split osteotomy revision to replace the hardware on the left and right side of the mandible on (B)(6) 2012. The left side caused the right side to shift and surgeon also restored the occlusion on the right side of the mandible surgeon was unable to reposition the right side construct without removing and replacing the hardware. The surgeon removed the 1 plate and 4 self tapping screws on the left and right side and replaced it with another plate and screw construct (1 plate, 4 screws). The plate holes were too big to hold the original 4 self tapping screws. The procedure was completed successfully with no incidents. Explanted hardware was discarded by the hospital. This is the 4th of 10 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.